Manufacturer narrative:
D9: the return date is currently unknown. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a faded front panel and worn-out video connector latch were confirmed. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center's screen blacked out for a few minutes at a time. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
D9: the date returned to manufacturer has been obtained and provided.